Event description:
Customer's family member called to report the reservoir door fell open and extra insulin was injected into customer's body. It was stated that the customer was taken by ambulance to the hospital due to a low bgs. Additionally, the paramedics were giving customer vials in the ambulance. Customer was not wearing the pump since the reservoir door fell open. Device was not in any cases.